Event description:
Event description boston scientific received information that ten months following implant, this atrial lead displayed impedance measurements of 3000ohms and noisy intercardiac signals were also observed. This lead was explanted and returned, and a new lead of same model type was successfully implanted. No adverse patient effects were reported with this observation.